Event description:
It was reported the patients ipg became inoperable following an unrelated surgery. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Event date is estimated.

Event description:
Additional information received reports that the patient underwent surgical intervention in which the ipg was explanted and replaced.

Manufacturer narrative:
It was reported to abbott, a patient¿s ipg was unresponsive following an unrelated surgery where electrocautery may have been used. The patient stated they had placed the device in surgery mode. The cp logs were sent to technical service. A review of the logs showed the ipg was found in service app. A cp was used in an attempt to recover the ipg, but the recovery failed. The issue was resolve with replacement of the ipg. There were no complications and effective therapy was restored. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.